Event description:
On (B)(6) 2022, I received 10 barbed pdo threads manufactured by novathreads- a company that operates according to the supervision of medical director (B)(6) at a local medical spa here in (B)(6). Swelling and nerve "twinges" started to subside, as expected. On (B)(6) 2022, I felt sharp pains on the left side of my face. On (B)(6) 2022 a bump started to form on my lip which made eating, drinking and talking quite painful. On (B)(6) 2022 one of the barbed threads extruded from my lip. I immediately went to my provider and they discovered that one of the threads had malfunctioned, snapped, and migrated into and out of my lip. Another fragment remained in my skin and a pain started to develop on the right side of my lip. We believed another thread had malfunctioned and migrated into that side of my lip, but there was nothing extruded. I returned on (B)(6) 2022 to have my provider attempt to remove the thread that was causing pain on the right side of my lip as well as the fragment on the left side of my left, also, causing pain. We were unsuccessful after 1 hour of partial numbing and multiple incisions being made into my lips. On 1/12/2022 I filed a complaint with the nova threads complaint dept. I then received an email in reply from the company asking for more information and directing me, "do not hesitate to contact us if you need any further assistance!" Over the course of the next few days I worked with my local provider to release records to nova threads and ask for help with my situation. After several days without a response, my local provider was able to speak with a representative of the company who said they could not communicate with me directly, only through the local provider. And still, none of my questions were answered. I simply wished to lean on the extensive knowledge the company surely has in terms of these devices to speed my healing and determine a reasonable next course of action, whether that would be surgical removal, dissolving, or time. On (B)(6) 2023 I met again with my local provider, this time with their medical direction and skilled surgeon. We tried yet again to cut into my lips to remove the products that had failed. We were again unsuccessful and still had no guidance from the novathreads medical director as to "best practices" for removal and/or approach, nor an expectation of time that I would need to endure the pain and discomfort from being unable to eat or drink normally or even kiss my children goodnight without feeling pain. The complete lack of accountability from the medical direction, lack of interest to provide care after product failure, or share his extensive knowledge of the nature of the device in such a situation was incredibly disheartening. My local provider has, on the other hand, provided around the clock care and support. I question dr. (B)(6) oath to "do no harm" and ability to direct this company if he fails to communicate with those who have been harmed by his products' failure. More consumers should be warned of his product and his practice. I am now 85 days into this ordeal with no end in sight, still feeling pain and incredibly frustrated. Ref report: mw5115400.